Manufacturer narrative:
The analysis is ongoing. The results will be provided upon conclusions of the investigation. Date of event provided to section b3 is the estimated date.

Event description:
Following customer allegation, the maxi sky 440 strap unwound unexpectedly lowering the patient to the bed. No injury was claimed.

Manufacturer narrative:
The device evaluation revealed the limit switch failure. The analysis is still ongoing. The results will be provided to the follow-up report.

Event description:
Following customer allegation, the maxi sky 440 strap unwound unexpectedly (around 10-15 cm) lowering the patient to the bed. No injury was claimed. The device evaluation revealed that the limit switch plate was cracked.

Manufacturer narrative:
According to the manufacturer¿s analysis (performed based on the complaint information and the photographic evidence), the strap unwinding issue may be due to cblm plate restriction. This restriction can occur due to a combination of factors. (The cblm plate is one of the transmission components responsible for the appropriate, smooth raising operation.) If the lower switch (which activates when the strap expands to its end) fails, the strap, once completely unrolled from the drum, can be rolled in the wrong direction using the down command. If there is debris from the strap filaments obstructing the cblm plate¿s movement, it may prevent the plate from moving freely and returning to its initial position causing the worm to partially engage or to disengage. However, with movement or impact such as the activation of the emergency brake, it could become freed and move correctly again. In this situation, the worm would be disengaged, and as a result, the drum being free of any gearing, would allow the strap to release, causing the patient to lower due to gravity. The emergency brake would then engage to quickly stop the free fall. As the limit switch failure was observed during device evaluation and the white marks visible on the cblm plate can be confirmed based on the photographic evidence, the above-mentioned scenario seems to be probable. However the exact cause of the limit switch failure could not be determined. The service and complaint history did not reveal any for the involved device. Also, it was confirmed that arjo does not perform preventive maintenance services for this device. The operating and product care instructions dedicated to the maxi sky 440 ceiling lift (IFU 001.16000.en rev. 16) warn: "the maxi sky 440 and accessories must be serviced every 12 months as a minimum requirement." "Authorized service should be carried out by a certified technician." The IFU includes also a checklist with actions that should be taken to be authorized service every year. One of them is the verification of the emergency brake on the drum in turning freely. The complaint was assessed initially as reportable due to unclear information concerning emergency brake activation. In the course of the investigation, it was clarified that the brake was activated, preventing the strap from further unwinding. The unexpected unwinding of the strap (with engaged emergency brake) during transfer did not lead to any serious injury or death in the past. If the claimed issue recur during transfer, the patient is safely secured in the sling and the length of the release of the lifting strap is very limited; in case of mechanical failure during patient transfer, the automatic emergency brake engages to stop the strap from unwinding (as occurred in claimed scenario). To sum up, based on the investigation performed (concerning evaluation of the device inspection results, manufacturer analysis, review of complaints) it is considered that the claimed issue (unexpected lowering with emergency brake engaged) is not safety related and it will be not reportable to the competent authorities in the future.

Manufacturer narrative:
The manufacturer analysis is ongoing. The results of the investigation will be provided in the next report.